Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported at the end of a surgery there was a problem during cutting on a patient's left eye. There were two points side by side which were not cut by the laser. The doctor could not lift the hood normally because of these adhesions and he had no suitable instrument to finish the hood. The doctor used what was available which was scissors and finally was able to lift the hood but with a tear. After the treatment, the doctor was able to reposition the hood and implant a lens. Post-operatively no problems resulted. Upon follow up, scissors were used. Despite the difficulty of lifting the hood and its tear, the doctor was able to reposition it without additional trouble. He then put a lens in to secure the hood.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer verified the system successfully according to company specifications. No technical problem identified. The treatment report shows two dark spots - those can be caused by air reported between the cornea and applanation cone (dry spot) or articles on the cone. Tear is the result of the two uncut spots. The root cause can be either found in the user handling or docking procedure - a malfunction of the device can be excluded. The manufacturer internal reference number is: (B)(4).